Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was bleeding pixels. It was also noted that the upper and lower cases were broken, the battery release was damaged, the ring cover was missing, two case screws were the wrong part, the battery contacts were compressed, the ring was missing, the keyboard was out of specification, the "pause, "off", and "menu" buttons were very hard to push, the main printed circuit board was out of electrical specification and the battery drawer o-ring was missing.

Event description:
It was reported that the pixels of the lcd (liquid crystal display) on the epg (external pulse generator) were bad; they were just blocks of black squares. The epg was returned for repair. There was no patient involvement.